Manufacturer narrative:
Visual inspection was performed on the returned device. A review of the corrective and preventive actions (CAPA) database for the device was not performed because a specific device issue for this complaint was not provided and a device issue was not observed with the returned device. A specific device issue could not be identified with the returned device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined as a device issue could not be identified with the returned device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an unspecified issue occurred with a prostyle device relative to an unspecified procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the device noted that the device was used in a patient, indicating a potential failure. No additional information was provided.